Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system, the pyxis was in disconnected mode and unable to dispense medication. The customer stated that this malfunction caused a delay in dispensing medication to patients, since the nurse had to get the medications from the main pharmacy. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis was in disconnected mode and unable to dispense medication. A technical support specialist checked the server downtime, found central control engine (cce) not showing and station error already uploaded. Applied knowledge article (sync 2.0 download failure ¿ sequence contains more than one element ¿ orphan loaded storagespaceitem record), restarted services, backed up but the issue persisted. The tss then stopped services to backup database, decrypted the database, backedup station database and checked server sync information no false error, and initiated a full synchronization after restarting services. The system functioned as intended after the technical support specialist troubleshot the device.